Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 09/15/2016 that on (B)(6) 2016 the receiver had no audio output. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and no sound was heard from the receiver. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.